Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information reported through the complaint report, a conclusive cause for the reported leak could not be determined. Possible factors that may contribute to a leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, it may be possible that the sidearm and or inflation port within the sidearm was damaged; however, without having the device to examine, a conclusive cause could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification and moderate tortuosity. The 6x40mm armada 35 balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon was inflated to nominal pressure; however, the balloon failed to completely inflate during the first inflation. Therefore, the bdc was removed from the patient and a leak was noted at the hub of the balloon. There was no adverse patient effect and no clinically significant delay reported in the procedure. A 6x60mm armada 35 balloon was used to complete the procedure. No additional information was provided.